Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was cut, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, there was apparent explant damage and the lead was stretched. (B)(4) : no anomalies found.

Event description:
It was reported that the patient sometimes had a "jerk" at the left shoulder. It was also reported that the patient had noticed the twitching "at the first time after implantation." Both the device and the right ventricular lead were explanted and replaced. No patient complications have been reported as a result of this event.